Manufacturer narrative:
Additional narrative: an investigation summary was conducted /performed. The report indicates that: it was reported that the surgeon had difficulty disengaging a polyaxial head placement tool (03.632.037 lot 6284018) from a polyaxial head during a spinal fusion procedure resulting in a one minute surgical delay. The returned instrument was examined and no defects or deficiencies which may have contributed to the complaint condition were observed. The polyaxial head placement tool (03.632.037) is used in the matrix degenerative and deformity spine systems. The tool is used to retrieve a polyaxial head from an implant module and place it over a matrix bone screw. The technique guides state that, to ensure the polyaxial head is securely attached to the bone screw, the user is to gently lift up on the placement tool and angulate the polyaxial head. To release the instrument from the polyaxial head, the button on the distal end of the instrument is pressed. The returned instrument was examined and no defects or deficiencies which may have contributed to the complaint condition were observed. The device was tested with a known good polyaxial screw (04.606.665 lot 6605058) and was able to function as intended: attach to and disengage from a polyaxial head. As the complaint condition was unable to be replicated and no defects of deficiencies were identified with the returned instrument which could have contributed to the complaint condition, no further investigation will be completed including drawing review, complaint history review and risk assessment review. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test and device history review were performed as part of this investigation. The complaint is unconfirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is expected to be returned to synthes manufacturer for evaluation/investigation, but has yet to be received. (B)(6). Device history records review was conducted. DHR review for part# 03.632.037, lot# 6284018, release to warehouse date: 26-aug-2011, expiration date: n/a. Supplier: (B)(4). No ncrs were generated during production. Review of the device history records showed there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported that during a spinal fusion surgery the surgeon had difficulties disengaging the polyaxial head placement tool from the screw, once the head was snapped on the screw. There was an one minute delay in surgery. Patient's outcome is unknown. This complaint involves one device. Concomitant devices reported: matrix screw (part # unknown, lot # unknown, quantity # unknown). This report is (B)(4).

Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 1 for com-(B)(4).